Manufacturer narrative:
Analysis of the tined lead found no significant anomaly. There were shorts (overstress damage) between all circuit pairs suspected at the crushed conductor site.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va05t43, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported there was lead migration and the lead was ¿protruding out.¿ the lead had ¿pulled up¿ and could be felt through the skin at the insertion site. The lead was ¿buckling¿ under the skin. Impedances on the 0 electrode measured greater than 4,000 ohms. A ¿???¿ error was also noted. There was no known reason why electrode 0 ¿did not work.¿ no falls or accidents were noted. There was no motor response at high amplitudes on electrodes 0-3. The lead was believed to be faulty/damaged and was replaced. Information received four days later indicated the patient was doing well following the replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.